Event description:
It was reported in a white paper publication that there was a tightrope fixation for ankle syndesmosis injuries. Three cases of hardware removal in the standard technique group and none in the group using the modified technique. Follow up 6 months, full weight bearing was 7 weeks, return to normal activities around 11weeks.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not available for evaluation therefore the event as published in the literature review source could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not provided. This report is provided based on a literature review. The most likely cause of this type of event is non-compliance with the post-op protocol; it is necessary to allow for tissue healing and scaring in of tissue to ensure the implant is not taking all of the load when weight-bearing is resumed. The product directions for use state postoperatively, until healing is complete, the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. An attempt will be made to contact the author through the publisher for further event information. Unknown device disposition.